Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found no blood or contrast visible. The balloon was tightly folded. The hypotube was separated at the distal end of the nosepiece, confirming the reported separation. The strain relief was still intact. The fracture faces were slightly ovaled. There was a kink in the middle of the shaft 12.2cm proximal to the guide wire exit notch. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the hub and hypotube were inadvertently handled during removal from the coil dispenser resulting in the hypotube kinking and ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the device was prepped and soaked accordingly per instructions for use. The device was being inserted over a guide wire (type unknown); however, the shaft separated at the hub. The device was not used in the patient's anatomy. Another device was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.